Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received scratches on the screen makes it harder to read as well as squirts out insulin in a stream during priming. Customer¿s blood glucose level was unknown. Customer stated that unexplained no delivery alarm and calibration error. Troubleshooting was not performed. The device will not be returned for analysis.